Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: event site name: (B)(6). Event site address: (B)(6).

Event description:
It was reported that cardiosave intra-aortic balloon pump has gas leak in iab circuit. There was patient involved. No patient injury/harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit, fse did pneumatic leak tests with pass result. Operated with balloon for few hours as normal (no alarm prompted). Did all manifold tests with pass result. Couldn't duplicate customer feedback issue. Customer will monitor it again. Equipment operated as normal.